Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4) device unavailable for analysis

Event description:
(B) (6) peripheral cutting balloon registry in (B) (6) 2005, a concentric, tight, de novo lesion was identified in the efferent vein of an avf and treated with a pcb. The target vessel was non tortuous without calcification and had a reference diameter of 6.0mm. The target lesion length was 9mm and 80% stenosis. The peripheral cutting balloon was used to dilate the lesion. Number of inflations, time and maximum inflation pressure is not provided in the crf data. Target lesion post-procedure stenosis was 0%. One month follow up visit in (B) (6) 2005, three month follow up visit in (B) (6) 2005 and six month follow up visit in (B) (6) 2005, the target lesion remained patent, and the patient did not experience any adverse events or any intervention on any vessel since the procedure. In (B) (6) 2006 during the twelve month follow up, it was noted that the patient underwent conventional pta of the target lesion in (B) (6) 2006 due to angiographic restenosis. The target lesion was patent in (B) (6) 2006.